Event description:
An impulse dynamics field representative was made aware on february 22, 2026 that a patient had their osm ipg removed almost two months prior. The patient had developed a "skin infection" and, at the request of the infectious disease doctor, had their ipg removed. The ID field rep found out about the explant after the patient called the rep directly on (B)(6) 2026 "wanting to get a new replacement device implanted." As of the date of this report, the disposition of the explanted ipg is unknown but presumed to have been scrapped by the hospital. A review of the DHR was conducted and did not identify any anomalies, including any in the device sterilization records. There is no evidence at this time to suggest the ipg was malfunctioning at the time of explant, nor is there evidence to suggest the device caused or contributed to the patient's skin infection.